Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. The customer stated she usually experiences low blood glucose during the night. Advised the customer to contact her medical doctor as the basal rates may need to be adjusted during the night. The customer asked to have the insulin pump replaced as she did not feel comfortable with it. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.